Event description:
On (B)(6) 2012, the patient was being treated for a thoracoabdominal aortic aneurysm. It was reported that the physician treated the aneurysm using 11 grafts to complete the procedure. It was reported that a 7fr cook sheath located in the patient's left brachial access site had dissected the artery during the advancement of the sheath so the physician replaced the sheath with a 12fr gore dryseal sheath. The implant procedure was completed and no complications were reported with the grafts. It was reported that the patient's blood pressure began to drop when the physician removed the 22fr gore dryseal sheath located in the patient's right femoral access site. An angiogram confirmed that the patient's right iliac artery was ruptured. The right external iliac artery measured 6-6.5mm. A viabahn device was used to treat the rupture. An angiogram revealed that the rupture was still present to a gore excluder aaa endoprosthesis contralateral leg component was implanted. The main rupture was contained, however, the accessory vessels located off of the right iliac artery continued to bleed. The patient's status began to decline quickly and the patient began to have ventricular fibrillation. CPR was started and the physician performed a retroperitoneal cut down to the level of the internal iliac artery. It was reported that the physician got control of the bleeding and the patient's status began to improve. The patient did receive a blood transfusion; however, the amount of blood lost during the procedure is unknown. On (B)(6) 2012, the patient's status was stabilized and continuing to improve. On (B)(6) 2012, the patient's status began to decline. The patient had decreased urine output and the patient's left arm was cold. That same day, the physician performed an angioplasty in the patient's left brachial artery. On (B)(6) 2012, the patient died. The cause of death was renal failure. The physician stated that the death was not device related and the patient was overloaded with contrast. The patient received 500ml of contrast and she only had one kidney.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore dryseal sheath instructions for use: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.